Manufacturer narrative:
(B)(4).

Event description:
A remote follow-up was missed while the patient was at home. Reportedly, the communication was not restored despite manipulations such as patient initiated transmission (pit). The patient went to hospital for a follow-up. The ICD was successfully interrogated with the inductive head but the communication did not switch to rf (with the rf head connected). It was reported that the rf was still activated. The following day, a remote follow-up was successfully sent.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
A remote follow-up was missed while the patient was at home. Reportedly, the communication was not restored despite manipulations such as patient initiated transmission (pit). The patient went to hospital for a follow-up. The ICD was successfully interrogated with the inductive head but the communication did not switch to rf (with the rf head connected). It was reported that the rf was still activated. The following day, a remote follow-up was successfully sent.